Event description:
It was reported that the patient was not getting an adequate pain relief due to lead migration. The patient underwent a paddle lead replacement procedure and was doing well postoperatively. The explanted paddle lead was kept by the facility and will not be returned.